Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Imaging tests were performed, and a crossover of the cylinders believed to be originated at implant procedure was noted. The patient underwent a surgical intervention to remove all the components, fix the crossover and implant a new ipp. Upon explant, inflation issues due to fluid loss were identified. No further patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Imaging tests were performed, and a crossover of the cylinders believed to be originated at implant procedure was noted. The patient underwent a surgical intervention to remove all the components, fix the crossover and implant a new ipp. Upon explant, inflation issues due to fluid loss were identified. No further patient complications were reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.